Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side near the corner of the belt clip rail, cracked keypad overlay. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The first attempt to download/upload using crest/thus was unsuccessful. A critical pump error appears while holding down the go back and down buttons. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After plugging a known good pcba2 and a known good pcba1 into the test case, the unit booted up normally. After plugging a known good pcba2 into the test pcba1 and then into the test case, the unit booted up to a critical pump error (open book image) alarm. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit was able to boot up normally. During boot up, the screen displayed a pump error 63. This configuration allows the software version to be obtained and a second attempt to upload pump data. The second attempt to upload pump data was successful. The formatted history file confirms pump error 63 (variableinfo = 15) due to a hardware error. The pump error occurred at 09/25/2021 23:59. In summary, the customer¿s report of a critical pump error was confirmed during testing. The critical pump error (open book image) alarm is due to a hardware problem.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a critical pump error while he was sleeping. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side near the corner of the belt clip rail, cracked keypad overlay. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. The first attempt to download/upload using crest/thus was unsuccessful. A critical pump error appears while holding down the go back and down buttons. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After plugging a known good pcba2 and a known good pcba1 into the test case, the unit booted up normally. After plugging a known good pcba2 into the test pcba1 and then into the test case, the unit booted up to a critical pump error (open book image) alarm. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit was able to boot up normally. During boot up, the screen displayed a pump error 63. This configuration allows the software version to be obtained and a second attempt to upload pump data. The second attempt to upload pump data was successful. The formatted history file confirms pump error 63. Device error occurred at 09/25/2021 23:59. In summary, the customer¿s report of a critical pump error was confirmed during testing. The critical pump error (open book image) alarm is due to a hardware problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error alarm. Customer stated that the insulin pump off and showed picture with x and question mark. No harm requiring medical intervention was reported. The device will be returned for analysis.